Event description:
Pt has been testing at doctors office regularly. A few days after the last test, pt got sick and was admitted to the hosp. Inr was tested at the hosp and was 4 times normal value. The physician lowered the coumadin dosage.